Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events could not be confirmed. Furthermore, a direct relationship between the device and the report of a shock to the patient could not be determined. The account reported that the patient had a suspected short to shield. The patient came to the clinic stating that they were shocked when touching their driveline and noticed a small tear in their driveline near the controller. The patient had a short to shield in the past and had their driveline repaired in december 2018. It was reported that the patient remained ongoing on support. The submitted system controller log file captured power ranging from 4.0 to 4.9 w and flow from 3.0 to 4.9 lpm. The pump speed remained above the low speed limit for the duration of the log file and the log file appeared to show the device operating as expected. It was later reported that, as of (B)(6) 2019, the patient had not had any further problems with their equipment. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The heartmate ii lvas IFU also warns that if the external system components have contact with water or moisture, the patient may receive an electric shock. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous short to shield event in (B)(6) 2018 was reported under MFR. Report #2916596-2019-00074. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a suspected short to shield. The patient came into the clinic reporting he was shocked when touching his driveline and noticed there was a small tear in the driveline near the controller. The patient had a previous short to shield and had his driveline repaired on (B)(6) 2018. During log file analysis there were no alarms observed that were associated with a short to shield and it was recommended to tape the driveline jacket. No further information was reported.